Event description:
It was reported that the patient¿s blood glucose level rose to 400 mg/dl while wearing the pod between 1 and 4 hours. The patient¿s legal guardian stated that during the night the pod site began to bleed. Upon removal from the infusion site (abdomen), the skin was observed to have wounds from the needle insertion and redness. A new pod was applied, after which the patient¿s blood glucose values reportedly began to decrease. The patient subsequently sought medical attention on (B)(6) 2026, and was seen in the emergency room for approximately 15 minutes, where cortisone cream was prescribed for treatment, and no formal diagnosis was made. The pod involved in the event was reportedly discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.